Event description:
It was reported that the unit was getting a ventilator failure and only manual ventilation was available. No patient injury reported.

Manufacturer narrative:
The dispatched fse could confirm the user's report of ventilator failure and traced it back to the motor. The device passed all tests after replacement of the motor and was returned to use. The original motor was inspected and tested in the manufacturer's lab. It was found that the unit exhibited contact problems between the carbon brushes and the collector disc. Disassembly revealed that the springs which have the function to press the carbon brushes against the collector were mounted incorrectly and were stuck inside the brush holders which explains the intermittent contact losses. The supplier was informed about the assembly error. Complaint data demonstrates that this is an isolated case. Intermittent contact loss between the carbon brushes and the collector will result in speed fluctuations of the motor. These speed fluctuations may cause potentially hazardous output or severe mechanical damanges o the ventilator unit and thus, the device is designed to force a safety shut-down of automatic ventilation and to post a corresponding alarm. Manual ventilation as well as the monitoring functions remain available.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the unit was getting a ventilator failure and only manual ventilation was available. No patient injury reported.

Event description:
It was reported that the unit was getting a ventilator failure and only manual ventilation was available. No patient injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.